Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on february 04, 2016 at 7:00am. The patient reported obtaining blood glucose readings of "96 and 100 mg/dl" with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs' criteria for a valid comparison. The patient informed the csr that he manages his diabetes with a combination of insulin and "glucoside" and claimed he took his usual dose of 10 units of insulin around 7:00am in response to the alleged issue. The patient reported developing symptoms of feeling "sweaty, shaky, panic and confusion" one and a half hours after the alleged issue started. The patient reported treating himself with sugar (equivalent to 3 glasses of orange juice) in response to the symptoms. The patient denied that his blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.